Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Troubleshooting was performed and the noise was able to be reproduced. The condition shock zone was increased from 200-220 to 200-240. The device remains implanted. New information received indicates that the device recorded a new untreaded episode while programmed in secondary vector with 2x gain. Technical services (ts) noted that the primary vector has shows a high risk for inappropriate therapy and the alternate vector has low amplitude. As such ts concluded that the noise oversensing cannot be resolved with reprogramming and it is recommended to consider system revision. Additional information received indicates that the entire system was explanted and replaced. The patient tolerated the procedure well. The hospital has current possession of the device.

Manufacturer narrative:
The product has been received for analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Troubleshooting was performed and the noise was able to be reproduced. The condition shock zone was increased from 200-220 to 200-240. The device remains implanted. New information received indicates that the device recorded a new untreated episode while programmed in secondary vector with 2x gain. Technical services (ts) noted that the primary vector has shows a high risk for inappropriate therapy and the alternate vector has low amplitude. As such ts concluded that the noise oversensing cannot be resolved with reprogramming and it is recommended to consider system revision. Additional information received indicates that the entire system was explanted and replaced. The patient tolerated the procedure well. The hospital has current possession of the device.